Event description:
The nurse went in for the first pass of the day, had a primary line running at 25ml/hr, added a secondary bag to another pump with 2 grams of magnesium in a 50ml bag. The bag is supposed to be running at 25ml/hr for two hours. The doctor came in, and about seven minutes later the nurse looks over and the second bag is empty and the drip chamber is not dripping. After noticing this, she paused the pump. At this point the patient is not complaining of any pain or burning sensations that would normally occur when too much magnesium is infused at once. She notices that the drip chamber on the primary line is now completely full, she thinks that the magnesium ran up the primary line. They pull the pump set up out of the room and test it.